Event description:
It was reported that during a device data review, recently decreased, but still in-range pacing (>200 ohms) and shock (>20 ohms) impedance measurements were observed from the right atrial (ra) and right ventricular (rv) lead channels. Increased capture threshold measurements were also noted, along with registered supraventricular tachycardia (svt) events stored in the device memory. The patient is not pacemaker dependent and the physician elected to reprogram the device output to resolve the event. At the time of the data review, the patient was hospitalized due to their heart failure condition which was not the result of the impedance and threshold changes. The physician also elected to schedule a follow-up appointment in june to re-assess the impedance trend from this device. At this time, the system remains implanted and in-service and the patient is stable.